Event description:
On (B)(6) 2012, the patient contacted animas to report issue with elevated blood glucose levels. The patient stated "yesterday" ((B)(6) 2012), the patient was "fine." After her shower (unspecified time), her infusion site came off. She initially stated she changed out the infusion site/set and cartridge at the time but later stated that she thinks she may have only changed out the infusion site only. The patient stated that 1 hour after the infusion site change, her blood glucose level was 80 mg/dl before bedtime. Per her protocol, she ate 3 glucose tablets. The next morning ((B)(6) 2012), the patient woke up with a blood glucose level of 404 mg/dl. The patient bolused with the pump and then at an unspecified time her blood glucose was 421 mg/dl. She changed the infusion site again and mentioned that the prior site looked ok. Forty-five minutes after the infusion site change, her blood glucose level was 545 mg/dl. She stated she experiences symptoms of thirst and frequent urination with blood glucose levels at this level. She then treated herself with 20 units of humalog via syringe around 10am. The patient claimed her blood glucose levels were ok for "few" hours but then increased again (unspecified results). She stated she took 15 units humalog via syringe around 12pm. Around 2pm, the patient changed the infusion site, set, cartridge and insulin vial. By 6:30pm, her blood glucose levels went down to 87 mg/dl. The patient denied any changes with her diet and activity; however, she stated she was going through menopause. The animas customer support representative (csr) reviewed the pump's settings and the patient confirmed that they were correct. The animas csr also reviewed the pump's history and everything appeared to be appropriate. The animas csr concluded there were no defects found with the pump based on the troubleshooting on the phone. Although there was no indication that the pump malfunctioned, this complaint is being reported because the patient reportedly experienced elevated blood glucose levels that met animas criteria for a serious injury while using the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.